Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient reported that he experienced pain as 10/10 on a scale of 1-10 following his superdimension enb procedure. The patient went to ER the day after the procedure and a pneumothorax was ruled out. This information was obtained at his one month follow-up visit. No further details are known. If additional information is received a follow-up report will be submitted.